Event description:
The customer reported that the paramedics were called to her home due to her low blood glucose of 39mg/dl. The customer stated that she is a very brittle and goes form highs to lows very quickly. Troubleshooting was performed. Reviewed the priming technique and found that the customer was disconnected during priming. The caller stated that the reservoir was showing the same amount of insulin that the status screen shows. The customer mentioned that she has had many days when she is low and barely wakes up. The caller stated that her brother lives with her, and she is a little fearful of the insulin pump. She stated that the sensor was reading 90mg/dl when she was 39mg/dl. Reviewed the programming and found that she calibrates too many times during the day. Performed a displacement test and passed. Advised the caller to speak to her doctor regarding the low blood glucose, and call back if issues persist. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.